Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine and clonidine via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2020 the patient reported that ¿her hcp (healthcare professional) let the pump run dry last year ((B)(6) 2019) because she missed an appointment.¿ per the patient, it took the hcp 2 weeks to get her back in and her medication that they had ordered had expired, so they had to throw it out and order new medication. She stated that she was sick from withdrawal during that time. No further complications were reported/anticipated.